Manufacturer narrative:
The device mfg date is dependent on the lot# and therefore unavailable. The site never requested a new clamp or returned the suspect clamp, despite multiple attempts by the manufacturer to proceed with the return materials authorization process. Therefore, no analysis is possible.

Event description:
A medtronic representative reported that the screw for the small suretrak clamp was stripped. No patient was present when this issue was discovered.